Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent excision of pelvic nodule from the surface of the rectum and bso.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui; concurrent procedures: exploratory laparotomy, bso, excision pelvic nodule, complete hysterectomy. It was reported that following insertion the patient experienced pain, urinary problems, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent a bladder hydro-distention on (B)(6) 2005, due to pelvic pain and dysuria. It was reported that the patient underwent urethrolysis with removal of segment of periurethal transvaginal tape segment on (B)(6) 2005, due to recurrent uti. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis with removal segment of periurethral transvaginal tapesegment on (B)(6) 2005 due to recurrent uti. No additional information was provided.